Event description:
It was reported, that this recently implanted implantable cardioverter defibrillator (ICD) system. Was exhibiting high out of range shock, impedance measurements above 200 ohms. Technical services (ts) was consulted, and recommended evaluation options. The rv lead was programmed from distal coil to can and provided within range measurements. This ICD system remains in service. No adverse patient effects were reported.